Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible, above the ami cut-off troponin (accutni) results, generated by the access 2 immunoassay system for several samples from one patient. The results were reported out of the lab and did not fit the clinical picture of the patient. The samples from this patient were analyzed on an alternate methodology, and troponin results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Sample had not been received to date by customer product line support (cpls) to further investigate. Service was not dispatched for this event. No clear root cause could be determined for this event.